Event description:
It was reported that the subject device had picture intermittently goes out. The issue was found during set up of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, h2, h6, h11. The device was not returned to olympus for inspection however, the customer contacted olympus technical assistance support (tac). The customer informed tac of the event and reported event was confirmed. The device will be returned to olympus for evaluation. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.